Manufacturer narrative:
Investigation has been initiated but not yet completed. A follow up report will be submitted upon completion.

Event description:
This event is being submitted in response to hosp's submission of medwatch report to FDA. It was reported that the implant broke into pieces upon insertion, all pieces were retrieved. No adverse consequences were reported with the pt as a result of this event. Surgery was completed successfully with a second device. This device is used for treatment.